Event description:
It was reported that during t2 recon nail surgery, the tip of k-wire broke inside the femoral bone, and the surgeon could not remove the tip of it and left it in the pt. The surgeon tried to insert the k-wire many times.

Manufacturer narrative:
Additional info has been requested, and if received, will be submitted on a supplemental report.